Event description:
(B)(6) customer received a blood glucose reading of 12.8mmol/l on the contour next link and received insulin from her pump accordingly. She became dizzy and kept passing out. She was taken to the hospital where she remained for a day. Treatment was not discussed. Strips were not expected to be returned for evaluation. A new meter was sent to her.